Event description:
The doctor reported the implant was removed due to osseointegration failure, 5 months after implant placement. Oral hygiene around the implant was moderate. Local infection was observed during the implant removal surgery. The patient has since recovered.

Manufacturer narrative:
Please see attached summary memo.